Event description:
After performing normal svc in the field, svc tech discovered, during testing of the device, that the defibrillator failed the delivered energy portion of the svc module test. The device charged to the proper joules but delivered only 1 joule. The reported device failure was called in to customer svc dept for a returned materials authorization #, and was returned to svc dept for eval.